Event description:
It was reported that about 4 weeks after a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a targis system. About 4 weeks after the pt started to complaint of passing air when voiding. The physician then noticed a rectal fistula had occurred. The pt was treated with a foley and oral antibiotics. Recently a CT scan was performed and revealed that the fistula is healing on its own properly. No further treatments or sequela were reported. Pt is currently in stable condition.

Manufacturer narrative:
No device will be returned, therefore, no direct product analysis will be available. The device history record for this was reviewed. All manufacturing and qa testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.